Manufacturer narrative:
(B)(4). Method: (instrument). (Cuvette/single-use disposable). Results: reported customer complaint was not confirmed through the instrument or cuvette evaluation. Itc has requested all data required for form 3500a.

Event description:
Patient-self tester reports results lower than reference with the protime microcoagulation system. Protime generated result of 3.1 inr. Patient was admitted to the hospital the following day for an unspecified reason. Inr at the hospital laboratory tested upon admission was 5.0 inr. Patient's therapeutic range: 2.5-3.5 inr. No adverse event(s) reported.